Manufacturer narrative:
Device evaluation: the tubing pack was returned to evaluation. A visual evaluation was performed. The visual assessment observed the lip of the universal tray was cracked. The reported issue is confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60150225. All devices met material, assembly and performance specifications at the time of product released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported a crack on the plastic tray and seal broken of a signature dual pump pack disposable tubing set model opo73. The issue was observed prior to use and there was no patient contact with the device.

Manufacturer narrative:
Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60166738. All devices met material, assembly and performance specifications at the time of product released. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.